Event description:
The customer reported that she had a high blood glucose of 514 mg/dl. Customer does not know why her blood glucose was high. Customer stated that her blood glucose was in the 400's mg/dl a week ago and the issue was resolved with a set change. Customer changed the battery and bolused herself. Customer checked the tubing and stated that it went through. Customer mentioned that she did not get a no delivery, but the battery cap and the battery compartment are both damaged. Customer stated that she was having heart palpitations, was vomiting, and sweating badly. Customer had symptoms related to her high blood glucose such as painful muscles, nausea, and extreme thirst. Customer stated that she treated herself with a manual injection and also left her pump connected to her body. Customer declined to continue troubleshooting and would like to have the pump replaced. Customer stated that she will send back her pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.